Event description:
It was reported that the patient expired. The cause of death was not reported. The report indicated that the patient had bony metastatic adenois cystic carcinoma of the left maxillary sinus. Per the reporter, the death was unrelated to the implanted system. The patient was last seen in clinic in 2008. The pump was used to deliver hydromorphone 3.0mg/ml at a rate of 1.801 mg/day. The pump also contained bupivicaine 40mg/ml, compounded baclofen 400mcg/ml, droperidol 350mcg/ml and clonidine 200mcg/ml. The infusion rate was 0.6003ml. The pump mode was simple continuous and patient activated.